Event description:
Incident-anticipated: serious injury: required intervention this is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6) female plaintiff in united states on 25-oct-2016 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2015 for permanent birth control. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, pain during intercourse, excessive hair loss, excessive weight gain, abdominal bloating, swelling of the legs and feet, and chronic fatigue. She has never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On (B)(6) 2016, she underwent a hysterectomy to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report was received from a lawyer on behalf of (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and she presented increasingly severe pain/ chronic pelvic pain followed by hysterectomy to remove the micro-insert, serious event due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Incident-anticipated: serious injury: required intervention. This is a spontaneous case report received from a lawyer in the united states, on behalf of a 35-year-old female plaintiff in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2015 for permanent birth control. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, pain during intercourse, excessive hair loss, excessive weight gain, abdominal bloating, swelling of the legs and feet, and chronic fatigue. She has never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On (B)(6) 2016, she underwent a hysterectomy to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc (ptc global number: (B)(4) received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and she presented increasingly severe pain/ chronic pelvic pain followed by hysterectomy to remove the micro-insert, serious event due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.